Manufacturer narrative:
Investigation conclusion: the return was not received. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: can not determine with retain testing. Source: phone.

Event description:
Customer reporting 1 false positive qv sars otc test result. Customer had 3 occasions with false positives when testing themselves in the last 6 months. First false positive around (B)(6) 2021; patient was symptomatic and on first test was sars negative. They retested at 36 hours post first test (serial testing) and was sars positive. Customer communicated the results were confirmed negative by pcr. (1st report of 3).